Event description:
Report rec'd from (B)(6) stating, "sleeve defective, does not pass thru a 1.8 incision. No pt impact."

Manufacturer narrative:
The product has been requested for eval; however, it has not yet arrived for eval. Sterilization and lot history records were reviewed and no exceptions were found.